Manufacturer narrative:
(B)(4). Batch # r5c168. Investigation summary: the analysis found that one sr75 reload was received unfired and the swing tab was found to be in the unlocked position with the "doghouse" component of the cartridge damaged. No functional test could be performed due the condition of the reload. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. Please reference the IFU for proper cartridge loading. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device begin to fire but could not be completed - stopped. No patient consequence reported. Not reported how the procedure was completed.